Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. The service technician performed a visual inspection and an event history log review. The visual inspection verified the damaged safety clamp shim. The shim was replaced to resolve the condition. The device was returned to the customer in good working conditions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.